Manufacturer narrative:
The manufacturer previously reported: "the customer reported that the unit failed the pre-test during an active exhalation verification assessment. Specifically, the pilot difference measurement was outside of the acceptable range, indicating a malfunction in the exhalation control system. The device was undergoing diagnostic evaluation and was not in active clinical use during the event. No patient harm or injury was reported. The failure prompted a follow-up repair request for further service." Upon evaluation, the event logs were reviewed and found the device in need of a 3 way solenoid valve and an aecm proportional valve. The parts were replaced. All performance verification tests passed.

Event description:
The customer reported that the unit failed the pre-test during an active exhalation verification assessment. Specifically, the pilot difference measurement was outside of the acceptable range, indicating a malfunction in the exhalation control system. The device was undergoing diagnostic evaluation and was not in active clinical use during the event. No patient harm or injury was reported. The failure prompted a follow-up repair request for further service. No additional part replacements or unrelated service actions were completed at the time of reporting. Final test has not yet been performed, as the unit remains out of specification and further service is required. Evaluation is ongoing, and the device has not been returned to service.